Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment showed all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile showed several successfully performed treatments. The corresponding treatment could be identified in the logfiles. The user performed an energy check before this patient. The energy was stable during the whole day. The treatments for both eyes were performed successfully. No abnormalities or deviations could be detected in the logfiles which could contribute the reported issue. No technical problem can be identified during the logfile review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient's eye did not reach planned range after refractive surgery. The doctor suspected that this was due to a decentered ablation.